Event description:
The field service engineer reported that the system was displaying overload fault and low ma error messages, which prevented the system from generating x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced. The system was tested and found to be working as intended and put back into service.